Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Sprayer getting stuck. Order: 94676. Ref e-complaint-(B)(4). Wallach ultra freeze 900076 e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples. Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 11/11/2016 under wo (B)(4) and shipped on 11/14/2016. Manufacturing record review: DHR 195184 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was returned 9/20/2019 under log (B)(4) for an unconfirmed freezing condition. It was cleaned out but no issues were noted. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Sprayer getting stuck. Order: (B)(4). Ref e-complaint (B)(4). 1216677-2020-00184 wallach ultra freeze 900076 e-complaint (B)(4).